Manufacturer narrative:
No additional info has been provided. Once any additional info becomes available, this report will be updated.

Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 35 shocks was went to the hosp. Interrogation of the device revealed that the shocks were inappropriately delivered as a result of oversensing. At least one ot the episodes resulted in therapy exhaustion. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. The device was temporarily programmed to off and the patient has been hospitalized until the episodes can be analyzed. No adverse patient effects were reported. A ts consultant reviewed the episodes and confirmed that there was t-wave oversensing which resulted in the inappropriate therapy delivery. It was also discussed that after reviewing the different vector electrograms, the secondary vector appears to provide the best sensing. X-rays were then submitted for further review. The ts consultant discussed that the electrode appeared to be curved through the left side and that the oversensing could possibly be related to the electrode position and potential electrode migration. Additional troubleshooting was also provided to determine if electrode position is the cause of oversensing and to consider an electrode repositioning. At this time, the device and electrode remain implanted.